Manufacturer narrative:
This report is for one (1) unknown 4.0 mm cannulated screw. Part#, lot# and UDI # is not available. This report is for one (1) unknown 4.0 mm cannulated screw. PMA/510(k) number is not available. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a left medial condyle fracture procedure. During the procedure, using a 4.0 mm cannulated screw set from synthes, the 58-mm screw was not grabbing bone and tip of screw broke off inside bone. At this time, the surgeon made the room aware of what had happened. Surgeon chose to leave it in and insert a 60-mm screw. The surgery was completed successfully with no delay. Patient outcome was not reported. This report is for one (1) unknown 4.0 mm cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. A product investigation was performed. Device condition: the device (part number 207.658, lot number unknown, manufacturing date unknown) was received at us cq with the distal threads broken from the shaft. The distal threads were not returned. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable, as the device was returned broken. DHR review: a DHR review could not be completed as the lot number of this screw is unknown. A material check was performed at us cq. The material properties of the screw are defined in es0350-cdr and es0359-cdh. The niton analyzer provided a weight percentage and two standard deviation range. The weight percentage for chromium (cr), manganese (mn), iron (fe) and nickel (ni) was within specification. The weight percentage minus the two standard deviation range was within specification for molybdenum (mo). After analyzing the results, it was determined that the material was 316 stainless steel and the material properties met the specifications called out in es0350-cdr/es0359-cdh. Drawing review: relevant drawing was reviewed. The diameter of the cannulation was measured at the proximal end of the screw and at the distal end of the screw. Both values are within the specification per relevant drawing. Conclusion: the complaint condition was confirmed as the device (part number 207.658, lot number unknown) was received broken. A visual inspection, drawing review, dimensional analysis and material analysis were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause can be determined, it is possible that the device encountered forces outside the scope of the design (e.g. Inserted into dense bone without a properly sized pilot hole; improper tapping; etc.). No new malfunctions were observed while performing this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: (B)(4) maude report (B)(6) 2018. Pdf]

Event description:
This report is against user facility medwatch number (B)(4) a copy is attached. The only information contained in this report is correction or additional information.